Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported her insulin pump does not stop delivering insulin when she is filling the tubing. The device empties the reservoir. Customer's blood glucose was 58 mg/dl. She was transferred to another company representative. Nothing further reported.